Event description:
It was reported that during an unspecified treatment procedure, removal difficulties were encountered. The target lesion was located in the calcified ramus. The 185cm kinetix jtip guide wire was advanced into the patient. Prior to reaching the target lesion, the guide wire went into a diagonal branch and became lodged under plaque. When the physician pulled back on the guide wire, the voda 3.5 runway guide catheter was deep seated into the left main which helped to free the kinetix wire. The procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)